Manufacturer narrative:
(B)(4) the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not deliver the programmed amount of zinecard to a female pediatric patient in the infusion center (programmed amount and rate unknown). The zinecard started infusing from an unknown brand buretrol set and at an unknown point during the infusion, the pump alarmed that the infusion was completed, but there was 30 ml remaining in the buretrol. The pump was then reprogrammed from the remaining volume and had alarmed that the infusion was complete, but 5 ml was still remaining. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event description has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported under infusion. Baxter is working with the facility to mitigate the reported problem.